Manufacturer narrative:
The reported malfunction was observed and attributed to the multi-function connector not seated properly to the connector panel. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to attach the multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.